Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-13995n scorpion multifire needle tip broke off. The broken piece did not go into the patient. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d4, g3, h3, h6. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data arthrex concluded that the most likely cause of the reported failure was user error. This includes excessive force to pass the needle. The complaint allegation could not be confirmed, as the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.